Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump was having priming errors. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings:. The pump's black box data from the date of the event had been overwritten due to continued use of the pump. The rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor was calibrated within specifications. The pump was exercised for 24 hours with no loss of prime warnings observed. The battery compartment was cracked.